Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, using coriograph image based software, the 3d image of the femur that was constructed was not accurate to the actual bone. There was a "hole" in the medial condyle where it seemed that no bone existed. However, when mapped, this area of bone did exist and showed on the plan. When they went to bur, the system would not bur this section of bone. The procedure was performed, after a non-significant delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6) , used in surgery, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. Screenshots and system log files are required to complete a thorough investigation. A review of the provided screenshots and log files was completed with the software support and clinical support team. The reported problem was confirmed, a ¿hole¿ in the femur could be seen in the screenshots. It appears that points were taken above the bone near the area of the hole. It can also be seen that the area of the ¿hole¿ on the femur appears white on the burr screen, which would not allow the bone to be cut. Even though the reported problem can be confirmed, the cori system appears to be functioning as intended. A review of the reported issue was conducted with the visionaire team. The visionaire team has determined that the files were segmented correctly, the alignment was within pre-op planning standards, and all appropriate imaging steps were followed accordingly. It is also apparent that the surgeon had signed off on the pre-op plan after requested changes were made. The visionaire investigation file has been attached for reference. The most likely cause of the reported event is due to a registration error. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.